Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that difficulty inserting this left ventricular (lv) lead into a competitor&#38112;cardiac resynchronization therapy pacemaker (crt-p). It was reported that mineral oil and extra force was required to properly seat the lead into the header. It was also noted that the lead exhibited high out-of-range impedance measurements in one particular vector. As of today the lead remains implanted in a different vector which returned normal impedance values. No adverse patient effects were reported.